Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further specified as "touch contamination". It was reported the patient was hospitalized for peritonitis. The patient was treated with vancomycin, ceftazidime and biapenem (all discontinued) for peritonitis. Thirteen days after the peritonitis onset, the patient was recovered from peritonitis event. Pd therapy was discontinued and the pd catheter was removed. Reinsertion was scheduled. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.